Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and the touchscreen was not responsive. There was no reported impact to customer's blood glucose. Contact declined to provide additional information and declined follow up from tandem technical support.